Event description:
Ous MDR - after an implantation period of approx. 22 months, oversensing on the right ventricular channel was reported. No adverse patient side effects have been reported. The lead was capped.

Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a pacing impedance between 400 ohms and 500 ohms from (B)(6) 2018 to (B)(6) 2018 and subsequent intermittent decreases to <200 ohms since (B)(6) 2018. Furthermore the provided iegms demonstrated artefacts on the right ventricular channel leading to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.